Event description:
Curing light probe fractured whilst in use in pt's mouth. Dental office was using the protective hygiene sleeve at the time of use so small shards of glass were captured in the sleeve.